Event description:
According to a medical consultation report received from the initial reporter, the pt was hunting when he developed abrupt onset of shortness of breath. He arrived at the hosp emergency room in acute cardiopulmonary arrest. He had lost consciousness. CPR and other resuscitative techniques were administered, but the pt did not survive. The report concluded that "based upon the history of rapidly progressive shortness of breath one must assume that his prosthetic valve must have torn loose at the ring and a marked insufficiency developed leading to massive pulmonary edema and perhaps cardiac tamponade".